Manufacturer narrative:
The reported condition was confirmed. However, the exact cause could not be reliably determined.

Event description:
The device was used during a a-v fistula procedure. Reportedly, the suture broke. The hosp has not provided any add'l info.